Manufacturer narrative:
A tear was found in the internal portion of the soft cannula. After turning the ratchet gear, insulin was observed exiting the tear. Data downloaded from the device did not show any increased pulse widths or signs of struggle. No other damages or defects noted. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 365 mg/dl while wearing the pod between 24 and 36 hours. The customer replaced pod and her blood glucose levels began to drop again.